Event description:
During right ventriculoperitoneal shunt placement for communicating hydrocephalus, perforator plunged through the bone and created a tear on the dura. Design of device is supposed to prevent this. No additional treatment needed. FDA safety report ID# (B)(4).